Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was broken (damaged) at 137,963 joules. The procedure was complete using a second fiber. Outcome: "no damages to the patient." Gland volume: 30 ml time expended: 28 minutes